Manufacturer narrative:
(E1) initial reporter facility name: (B)(6) hospital device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.